Event description:
It was reported that multiple cartridge alarm 20s occurred over several consecutive days. There was no adverse impact to the customer's blood glucose level, with no instances of it exceeding 500 mg/dl. The customer received support from technical support, which advised the use of multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted. A replacement pump with updated software was organized, and instructions for returning the problematic pump were provided, which the customer followed and acknowledged.